Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing impedance low out of range. Technical services (ts) was consulted and recommended reprogramming options. The device remains in service. No additional adverse patient effects were reported.